Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was 27 mg/dl at the time of the incident. The customer's blood glucose was 207 mg/dl at the time of call. The customer's blood glucose was 212 mg/dl at the end of call. The customer stated that he was given IV and food for the low blood glucose. The customer stated that they experienced confusion. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that he was not able to rewind the insulin pump. The insulin pump will not be returned for analysis.